Manufacturer narrative:
Based on complaint report, received sample and manufacturing controls, the following facts were determined: the failure mode of twist lock-head chipped/cracked was confirmed in the received sample. Manufacturing control are considered as effective to detect the reported failure mode. A damage of this magnitude at the time of manufacturing would have been detected during the 100% inspection and removed from the lot. The damaged condition found in the received sample is not confirmed as related to manufacturing process. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A report was received from the USA stated that a fenestrated tracheostomy tube cuffed with inner cannula was replaced due to a crack in the flange that was causing air to leak from the trach. The trach was removed from the patient and replaced. There was no patient harm or injury reported.